Event description:
The pt underwent surgery to repair incontinence during 2003. It is reported that an inexperienced physician began the surgical procedure and made the exterior incisions. The incisions were made 9 cm apart on the pubic bone. An experienced surgeon then arrived and continued the operation. In order to place the incisions and tape in the correct position, the physician had to "draw the skin" and completed the procedure. Post-operatively, the pt experienced intense pain in her abdomen. The pain was localized to the incisions, above the one on the right side, on the pubic bone, pain in the lower parts of the abdomen, and under the urethra. The pt had difficulties sitting and was unable to cross her legs. The pt was examined by a physician during visit 2 mos later, and a subsequent operation was performed. The part of the tape placed under the urethra was removed from the vaginal side, and the pt felt a change in her anatomy. The pt was able to sit, but the problems from the area on the pubic bone remained. Another surgery was performed 2 months later, at which time the parts of the tape that lie above the fascia were removed. Three centimeters of the tape was removed.